Manufacturer narrative:
Phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos of the impacted set were provided. Visual inspection did not observe any specific issue on the set, however, the reported condition is considered verified based on customer report. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an prismaflex m100 set ckt, an external fluid leak was observed. There was no patient involvement. No additional information is available. .